Event description:
Reporter indicated that vns pt would have the vns device explanted due to painful stimulation near the generator site. It was reporter by the treating neurologist's office that device settings had been changed in attempt to reduce pain; however, the pain persisted. The office also stated that the vns device had been turned off "for awhile". It was also reported that device diagnostics have been within normal limits and there is no report of device malfunction. It is unk if the pt's vns device has been explanted. Attempts to gather add'l info have been unsuccessful to date.